Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil and the superior vena cava defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076 lead, implant date: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that impedance had suddenly increased to an undefined range and alerts had been triggered for high impedance on both defibrillation coils and the pace/sense portion of the right ventricular (rv) lead. The defibrillation coils were programmed off and the lead is being used for pacing and sensing only since one configuration yielded stable impedance. The lead remains in use. No patient complications have been reported as a result of this event.